Event description:
It was reported that during the implant of this lead the lead did not respond as expected during manipulation. The helix of the lead became detached. The lead was thus not implanted. It was reported a hemopericardium occurred during the procedure and was associated with the event. The patient was treated as needed. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.